Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak resulting from a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient's blood glucose levels reached over 250 mg/dl while wearing the pod worn between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, patient replaced the pod and gave boluses. The patient's blood glucose history is as follows: time , bg(mg/dl) , bolus: 12pm, changed pod , unknown amount; 4:15pm , 15.5units; 5:07pm , 4.7units; 6pm , 3.3units; 6:38pm , 10units; 8:51pm, changed pod.